Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported unspecified failure mode could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a prostar xl device after an unspecified procedure. Reportedly, an unknown device failure occurred. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. Although the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the prostar xl device. No additional information was provided. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the final medwatch report, the following additional information was received. It was reported that suture placement with a prostar xl device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to a endovascular aneurysm repair (evar) procedure. The arteriotomy was 14fr. Reportedly, adequate placement and preparation on the vessel wall; however, no needles were triggered. The prostar xl sutures were successfully placed in the rcfa using the preclose technique. The sheath was upsized to 20fr and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures from prostar xl device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.